Event description:
It was reported that approximately one week post implant the right atrial (ra) lead exhibited high thresholds. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: transcatheter valve: d572762; implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.